Event description:
It was reported that review of the merlin.net transmissions revealed ams due to crosstalk during biventricular stimulation. Alerts for interference were also noted, but no egm¿s were recorded. In clinic, programming changes were made. The patient was stable.